Event description:
Leg snapped in two of invacare walker #65650 while sitting on the seat. He did take a fall because of this, but he was not injured. We were surprised, stunned actually, that this could happen. I went back to (B)(4) to ask if they knew of any other incidents, like this for this walker, and they did not know of any. They did tell me to bring it in and they would see if they could order a new leg to replace the broken one. We do not feel comfortable repairing this walker, as we would be afraid another leg would snap in two as well, so we will not get it repaired. Sitting on seat, standing still.